Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet bionic pancreas did not appear to charge while placed on its charging pad for several hours, and the user was unsure of proper charging setup; after guidance to try a different household outlet, the device showed a solid green light indicating charge. Symptoms included no adverse clinical effects. Outcomes included restoration of charging function without medical intervention or hospitalization. Investigation included remote troubleshooting and user education to verify charging steps and power source. Investigation of this case revealed that the charging function operated as intended when connected to a working outlet, indicating a non-device issue related to the external power source or setup. It was concluded, based on previously established findings for similar reports, that the cause was user setup or external power supply issue.